Event description:
Initial result for a patient creatine was 1.9 mg/dl. When repeated, the result was 0.6 mg/dl. The incorrect result was not used to guide therapy. The field service representative was unable to confirm a malfunction of the system.